Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another meter and her feelings/normal blood glucose results. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(4) 2012. The patient mentioned that she was diagnosed with diabetes in (B)(6) of 2011. The patient reported managing her diabetes with humalin insulin (self adjusting; typically between 100-150 units 3 times a day), 140 units of levemir insulin at night and 1000 mg of metformin twice a day (morning and evening). The patient told the mss that she tests her blood glucose 3-6 times per day. However, the patient was unable to provide a normal blood glucose range due to fluctuating results. The patient confirmed that the alleged issue began on (B)(6) 2012 between 8-9:30 p.m. The patient stated that she obtained blood glucose results of 'hi, 486, 552, 565, 396 and 344 mg/dl' with the subject meter throughout the day. The patient did not specify the times that the results were obtained but stated that she administered herself 250 units of humalin insulin each time she obtained a result of 'hi' and unspecified doses based on her sliding scale for all of the other reported results. The patient mentioned that she was not surprised her blood glucose was 'high' because she reportedly had many high blood glucose results obtained around that time. The patient informed the mss that she did not sleep well the evening before the alleged issue started and so after supper (around 6 p.m.) She administered herself her standard metformin dose (1000 mg) and levemir dose (140 units) and went to bed. The patient claimed that she woke up from sleeping due to developing symptoms of 'not feeling well, shaky and sweaty.' The patient stated that she discovered she was having 'difficulty getting up and having slurred speech' when she asked her daughter to call 911. The patient was not sure how long it took for emergency medical services to arrive due to being 'incoherent,' but stated when they did arrive her blood glucose was '50 mg/dl' and they immediately administered her IV glucose and transported her to the emergency room (ER). The patient told the mss that when she arrived at the ER her blood glucose was '98 mg/dl,' but that it dropped down to '76 mg/dl' approximately one hour after the '98 mg/dl' result was obtained. The ER staff reportedly gave her orange juice and graham crackers after the obtained the '76 mg/dl' result. The patient claimed that she was discharged around 1:30 a.m. (About 4 ½ hours after arriving). During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was not using expired test strips. At the time of troubleshooting the patient performed a control test that prompted a result within the control solutions specified range. During troubleshooting the cca documented that the patient was mistakenly using test strips that she had previously (on (B)(6) 2012) been advised to send back to lfs. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly increase her insulin due to the alleged high readings obtained on the subject meter and subsequently developed symptoms suggestive of a serious injury. Additionally, the patient had to call ems and be transported to the hospital for treatment due to the alleged issue.